Event description:
The customer reported the ac power module connector pulled out and wires broke. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and wires broke. There was no reported patient involvement. The customer declined service and support and repaired the module on his own. A philips representative suggested to the customer to replace the power module. We will consider this a malfunction of the ac power module where the connector pulled out and wires broke.